Manufacturer narrative:
The customer¿s report of secondary IV tubing came apart from the bottom of the chamber was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the associate set noted no damage or any anomalies. Functional testing resulted in the set priming completely with no separation, leaking, or other issues observed. The root cause of the customer¿s report of tubing coming apart was not identified. The suspect set was not returned for investigation.

Event description:
It was reported that several secondary IV tubing came apart from the bottom of the chamber, this occurred when the rns spiked the bags. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that several secondary IV tubing came apart from the bottom of the chamber, this occurred when rns were spiking the bags. There was no patient involvement.